Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported failure to power on.  Physio did confirm that the service wrench was present on the device's readiness display, however, it was unrelated to the reported power issue.  Physio then updated the device's software, which resolved the service wrench, and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported failure to power on intermittently could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had a service wrench present on its readiness display. Additionally, the device would only intermittently power on when prompted. There was no patient use associated with the reported event.